Event description:
Reference order (B)(4), item number sr-s. Weld broken out of box.

Manufacturer narrative:
(B)(4) - 01/29/2015 - the actual product is an assist rail for an unknown bed.

Event description:
A weld on the sr-s smart rail for an unknown bed was broken, out of the box.